Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the first of two reports (same incident, different product ids, different product problems). This is in regards to the cusa handpiece. Linked to MFR report 3006697299-2014-00121. It was reported that there was loss of suction and cutting power. The suction port does not align with the black dot on the handpiece body. The problem happened during the procedure and the procedure was cancelled and rescheduled. Additional information has been requested.